Event description:
It was reported, the patient was not receiving effective stimulation. Lead diagnostics showed multiple invalid impedances. The patient underwent surgical intervention where the lead was replaced with a new one. During the procedure, it was noted one of the lead tails was not fully inserted into the ipg header. The patient was receiving effective stimulation post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.